Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the ac power plug of the viewing station had a broken prong and found evidence of arching within plug connector. Representative replaced viewing station power cord assembly, fuses and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the line power light of the imaging system was not lit and system was not receiving power. It was also mentioned that the power cord appeared damaged. There was no patient present at the time of the issue.

Manufacturer narrative:
The power cord for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that a prong on the cable was damaged and that the cable did not pass continuity testing. It was reported that the cable showed normal wear and no conductors were exposed.